Manufacturer narrative:
Product event summary: the afapro28 balloon catheter of lot number 23476 and the data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 5 applications were performed using a catheter identified as afapro28 balloon catheter of lot 23476. The patient file didn't show any system notice on the reported date of the event. Console output data (pressure, preset pressure, and flow) showed pressure is tracking preset pressure and flow readings are as expected. However, temp profile was unexpected (temperature was warmer than -30 degrees celsius during 160 second ablation than dropped to reach -35 degrees celsius) during ablation at application #1,2,4 and 5. The received failure file contained failure records for the date of the event. The failure file showed system notice 50013 indicating that the refrigerant level was too low to continue. The event. The returned images showed: a system notice 12219 indicating that the system detected a temperature drop during the system flush, and the system flush was stopped. Displayed on a console screen. The cryoablation temperature curve reached -49 degrees celcius between 1 and 2 minutes, pressure and flow were as expected. The cryoablation temperature reached -70 degrees celsius on the console graph on review mode, flow and pressure values were not available. Visual inspection of the balloon catheter was carried out. In conclusion, the reported temperature dropping faster than expected was observed in the data files but not during analysis of the returned balloon catheter. The balloon catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 106e2, product type: console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryotherapy procedure, before starting the case, the temperature plateaued around 27ºc-28ºc, taking longer than usual to reach 32ºc for the integrity test and system flush. A warning system notice was received indicating a temperature drop during the system flush, which stopped the flush. A sharp temperature drop was observed at 80 and 90 seconds of the application, manually stopped at 91 seconds the balloon catheter barely reached the desired temperature during the first 50-70 seconds of applications. Isolation of the lower pulmonary veins (pv) was observed at unexpected temperatures of -17ºc and -20ºc. After 60-70 seconds, the temperature dropped drastically to below -45ºc. Despite the issues, the procedure was completed with cryo. A service was later requested. No patient complications have been reported as a result of this event.